Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he has experienced sensor reading discrepancies. Customer stated that the sensor was reading low but his blood glucose level was actually high. Blood glucose value was at 486 mg/dl and current reading was 506 mg/dl; he treated with a bolus. No error alarms were found in the alarm history. Customer stated that the transmitter was not communicating with the insulin pump. Troubleshooting was done and communication was reestablished. No troubleshooting for high blood glucose was done.